Event description:
On 05/23/2024, it was reported by a sales representative via sems-06577733 that an ar-3200-0025 synergy ccu's led lamp went out during a procedure. No patient harm reported.

Manufacturer narrative:
(Light engine) this evaluation determined that the reported event occurred due to a failing light engine.